Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument logs showed the permanent cautery hook instrument (part# 470183-14 / lot# n12210419-0024) was last used on (B)(6) 2022. The permanent cautery hook instrument had 8 uses remaining. Images of the permanent cautery hook instrument related to this event were received. A review of the submitted images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: "it is hard to tell from the images, but it looks like the ceramic sleeve is cracked." This complaint is being reported based on the following conclusion: it was alleged that the permanent cautery hook instrument had electric leakage. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer noted that the permanent cautery hook instrument head had electric leakage at the insulated area. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. The customer observed no damage to the conductor wire insulation. The surgeon activated bipolar energy and was disconnecting the horizontal fissure of the right lung with an external force triad generator at the time of the event. The electrosurgical generator unit (esu) settings were cut 60 and coag 60. The instrument did not collide with any other instrument or tool during the procedure. The tip of the instrument did not come in contact with any other objects when the issue occurred. The tip might have been immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. It was confirmed there was no patient harm, injury or adverse outcome. The instrument is available for return to isi for evaluation. A video recording of the procedure was not available, but images of the instrument damage were provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Visual inspection was performed and no thermal damage was observed at the distal end of the instrument. Bio debris was observed at the ceramic sleeve and tip of the monopolar yaw pulley. The electrical continuity test was performed and passed. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument passed the energy recognition. The energy delivery test was performed and passed. The instrument was fully functional. The distal was disassembled during in-house testing for further investigation, and no damage was observed. No damage to the conductor wire and conductor cap was observed. Please note that the conductor wire insulation was damaged during in-house testing in an attempt to disassemble the distal assembly. The ceramic sleeve was not damaged. There was no problem detected with the instrument.